Event description:
Procedure performed: laparoscopic appendectomy event description: during insertion, the cannula snapped in half and fell into the patient. It was a clean break that occurred a little below the midpoint of the cannula shaft. Both pieces were put back together to determine if there was any particulation, of which it was determined there was not any fragmentation. The obturator was inside the device at the time of the break. There was no patient injury. The case was completed with a new ctf01. Product available for return. Intervention: the case was completed with a new ctf01. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specification. Based on the condition of the returned unit, it is likely that the reported event was due to the wall thickness of the cannula.

Event description:
Procedure performed: laparoscopic appendectomy. Event description: during insertion, the cannula snapped in half and fell into the patient. It was a clean break that occurred a little below the midpoint of the cannula shaft. Both pieces were put back together to determine if there was any particulation, of which it was determined there was not any fragmentation. The obturator was inside the device at the time of the break. There was no patient injury. The case was completed with a new ctf01. Product available for return. Intervention: the case was completed with a new ctf01. Patient status: no patient injury.